Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event of peritonitis. Treatment was not reported for the event. At the time of this report the patient outcome was not reported. On an unreported date the patient was discharged from the hospital. The action taken with dianeal and extraneal therapies was not reported. No additional information is available as the reporter declined to provide further information.